Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: va1me73. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was implanted on (B)(6) 2018 and it was found that the electrode resistance was too high after the operation. They replaced the electrode in the hospital and completed the operation. The cause of the issue was unknown. Effective measures were taken. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (model: 3389-40, lot no: va1me73) did not find any significant anomalies. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the lead and the ins were updated. The serial number of the ins was updated. The lot number of the lead was updated. The patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.